Manufacturer narrative:
H3, h6: the navio handpiece, intended for use in treatment, had loose components inside and stopped working prior to a procedure. The navio handpiece was returned for further evaluation and the initial visual / functional inspection was performed, which confirmed the reported event. The handpiece snap lock was found damaged in two places. The nature of the damage is consistent with previous reports, where the central processing team used a mallet to hit the long attachment out of the handpiece, instead of twisting it loose with the drill. This creates a large force on the snap lock's laser weld that eventually fails. This is not an approved method for removing the long attachment and drill. The root cause of this issue was found to be user error. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.

Event description:
It was reported that, during an ukr surgery, the handpiece stopped working: after taking a look into it, a piece inside the handpiece seemed to come loose. The equipment was swapped out and the surgery was resumed without any delay. The patient was not harmed. The result of investigation show that the snaplock assembly has broken in two pieces; therefore, this event is reportable to the FDA.